Event description:
Integra hermetic lumbar cath. Closed tip ins5010 and integra drainage system ins8401 lumbar drain inserted and dressing placed over site. Connection between lumbar catheter and drainage system was not within the dressing. The tubing of the lumbar catheter became disconnected from the connection point. Tubing pulled free of connection point male adapter that then connects to drainage system tubing. Unclear how it became disconnected as it was reported to be functional with last assessment. Upon next assessment drainage system found to have no new output, air found in tubing, and tubing disconnected at connection point male adapter. Patient developed pneumocephalus requiring surgical intervention which was completed a planned procedure which was moved up due to pneumocephalus. Cerebrospinal fluid leak due to head trauma, history of craniotomy. Pt-4587. Device-2900. Reference reports-mw5182169.